Event description:
It was reported that the left ventricular lead had high thresholds due to a suspected dislocation. There was also fluctuation of hvb coil impedance on the right ventricular lead. The leads were being revised; however, a pocket infection was discovered and the procedure was stopped. Both leads were explanted on another day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.